Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose (bg) level was impacted (400 mg/dl). The customer took a manual injection of lantus. However, the customer stated that due to steroids taken for chemotherapy treatment, the lantus did not control the bg level very well. A replacement pump was sent to the customer.